Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a manipulation procedure on (B)(6) 2014, due to dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. Brand name - unknown. Expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown.